Event description:
This computer unit failed to function during a posterior vitrectomy procedure after the pt's eye had been opened. The eye was then closed and the procedure was rescheduled. There has been no report of add'l adverse effects.